Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow up, it was noted that the audible patient notifier from the device was not functioning. On the (B)(6) 2016 a device software download was unable to resolve the audible notifier issue. The condition of the patient was fine and the patient would be monitored with remote care.